Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt lost her right sided speech processor, leaving only the left side for the pt. She is bilaterally implanted. The parents of the pt report that the pt failed to respond to sound with the left side alone. They presented to the clinic on (B)(6) 2011, at which time, testing showed that the device malfunctioned. Further testing showed that the device in the right ear was performing correctly. Testing was performed several times and on each occasion was unsuccessful on the left side. There is a history of fluctuations in short circuits and hi impedance channels for electrode channels 1 + 3.